Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as loss of capture (loc), noise, oversensing which led to pacing inhibition. The lead was found to be fractured and had damaged insulation. These issues led to the premature depletion of the ICD. The device was explanted, and the lead was surgically abandoned and both were successfully replaced. To date, no additional adverse patient effects have been reported.